Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up of an asymptomatic patient, noise resulting in automated mode switch episodes were observed on the atrial lead. All other electrical values were normal. No changes were made and the patient would continue to be monitored.